Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic endotak transvenous defibrillation lead system exhibited brady oversensing resulting in non-sustained episodes. Noise was noted on the atrial lead channel. It was also reported that the physician was experiencing difficulty obtaining p & r-wave measurements with the ICD in a pacemaker dependent patient. During p & r-wave measurement testing, no back-up pacing is available to the patient.